Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: the file was assessed for the need for clinical investigation completion. There is no indication that the patient was completing pd therapy at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver called fresenius technical support for assistance with a supply bag warning and during the call, reported that the patient had incidents of falling, the last of which resulted in a leg break and hospitalization to treat the injury. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient has a history of syncope and hypotension, which cause their falls. It was confirmed that the patient was not actively dialyzing during their falls. The patient was hospitalized (B)(6) 2018 for a fractured leg. The patient has been prescribed and successfully treated with midodrine (route, does, course unknown) and has not has further incident. The patient continued peritoneal dialysis (pd) therapy throughout the reported event, although it is unknown if any fresenius products were used during hospitalization. Additional patient and event information was requested, but was not available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.